Event description:
The customer contacted baxter's technical service center to report a 2240 system error alarm (indicating air) which occurred on homechoice (hc) during initial drain. The home patient (hp) stated he connected to the patient line. The baxter technical service representative (tsr) had the hp discard the supplies and restart with new supplies. Follow up with the nurse revealed that the home patient did not develop any adverse event or require any medical intervention. The nurse stated the home patient is currently performing therapy without any complications. No medical intervention or patient injury was associated with this event.

Manufacturer narrative:
(B)(4). This complaint for the system error (air in line) 2240 occurred during initial drain was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause. The lot number is unknown therefore a batch review was not performed. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).